Manufacturer narrative:
This supplemental report is being submitted to provide a correction (d3 address line 1, g1 address line 1), additional information (d8, d9, h4), and the legal manufacturer's final investigation results. Based on the results of the investigation, the missing tip was due to repair by an unauthorized third party. Wrong glue was used, it dissolved, and the insulating insert came off. The adhesive does not meet the olympus standard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device's ceramic tip was missing. The issue occurred during preparation for use for an unspecified diagnostic procedure that was completed using a similar device. There were no reports of patient harm.